Event description:
Rn reports she found patient's IV tubing disconnected from the patient. It was noted that the green and white IV connector cap had broken. Cap was changed, stopcock had to be changed out, as the broken part of the cap was stuck inside the connector. We have reported breakage of this exact type several times. The white plastic clearly breaks at the threads.